Manufacturer narrative:
Literature citation: koller, h., et al. (2009). Mid- to long-term outcome of instrumented anterior cervical fusion for subaxial injuries. European spine journal 18, pp. 630-653. This report is for an unknown cslp with unknown part and lot numbers. (B)(6). (B)(4) adjacent segment degeneration (new onset and progression), decreased range of motion, loss of segmental rotation angle, loss of lordosis, the response on questionnaire regarding overall results after surgery: 1 selected somewhat worse and 1 selected much worse, response to questionnaire related to the neck condition remaining the same as at follow-up, 2 judged moderately dissatisfied. Responses to various questionnaires included experiences of: functional disability, psychological distress and physical symptoms. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: koller, h., et al. (2009). Mid- to long-term outcome of instrumented anterior cervical fusion for subaxial injuries. European spine journal 18, pp. 630-653. Authors: austria, germany, canada. The study included a medical chart review for all patients treated between 1996 -02006 for cervical spine injuries. The final population sample included 26 patients (5 female, 21 male). Mechanism of injury included: motor vehicle or bike accidents, skiing related, falling from a height, diving or direct impact. The study was performed on plated anterior cervical decompression and fusion for unstable subaxial injuries with focus on clinical outcomes. Twenty-eight patients were included in study. Followups were weekly the first 3 months post-operatively, then at 6 months and at 1 year post-op. Cslp constrained plates were used in 3 patients. Another manufacturer's non-constrained plate was implanted in 23 patients. Patients had unicortical or bicortical screw anchorage. Fusion levels included c4-5, c5-6, c6-7, c4-6 and c7-t1 and c6-t1. Complications: adjacent segment degeneration: 8 had progression and 7 had new onset at first adjacent cephalad level; caudal level ¿ 4 progression and 7 new onset. 14 had new onset asd at first adjacent level merely resembling ossifications of all. Some had decreased range of motion for flexion-extension. One had intermittent paresthesias related to c7 nerve root (it¿s unknown if this is the same patient already reported as case 3. Postoperative dysphagia = 2 that resolved until 3 months followup. Postoperative wound haematoma requiring surgical drainage = 1. Postoperative right sided paresis of hypoglossal nerve that resolved incompletely 2 revision surgeries. Non-unions: 11.5% and had significantly increased loss of local lordosis and decreased neck pain disability index. Loss of segmental rotation angle. Loss of lordosis was statistically significant of 5 degrees with a mean segmental rotation angle of (-)1 degree at followup. Response on questionnaire regarding overall results after surgery: 1 selected somewhat worse and 1 selected much worse. Response to questionnaire related to the neck condition remaining the same as at follow-up, 2 judged moderately dissatisfied. Responses to various questionnaires included experiences of : neck pain, shoulder/arm pain, functional disability, psychological distress and physical symptoms. This is report 2 of 3 for (B)(4). This report is for an unknown quantity of cslp with an unknown part number and lot numbers.